Event description:
Patient was going to receive electrical stimulation to the left lower lumbar/left upper hip area. His skin was cleaned with alcohol and allowed to dry prior to electrode placement. Electrodes were placed and leads placed prior to turning unit on. Physical therapist turned all intensity knobs off prior to turning the power on the unit on. Unit was turned on and timer was turned on. Prior to intensity knobs being turned on, patient reported sharp shock under the upper electrode area on left lumbar/upper hip area. Power was immediately discontinued and electrodes were checked to make sure they were still attached. Electrodes were all intact and in place (not pulled off). Physical therapist inspected the area and no skin alterations in color noted. All skin was intact and within normal limits. Physical therapist questioned patient regarding the pain. He stated that it was a sharp shock but had no further continued pain outside of his usual pain. Patient was advised to observe the area over the next day or so and notify physical therapist if any changes are noted. Physical therapist continued with heat only to the same areas (left lumbar/left hip) with extra padding for 20 minutes. Physical therapist again checked skin and normal erythema was noted where heat was applied. Patient reported no further pain in electrode area prior to leaving the department.